Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 26-mar-2026. The unit was returned with noisy complaint, which was confirmed during testing. The issue confirmed with damaged compressor mounts due to the high vibration of the compressor. The muffler was filled with dust, which resulted in a blockage in the feed port and low sieve life (562). The lower housing, uip and muffler were replaced.

Event description:
It was reported that the patient's unit was heating up and working intermittently. As a result, the unit shut down and by the time the patient noticed, they had fallen down and hit their head due to low oxygen. Troubleshooting did not resolve the issue. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.